Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarm due to a software error. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a power system error. The customer's blood glucose value at the time of the call was 165 mg/dl. Customer tried putting in a different set of batteries and the insulin pump powered up longer than usual. Customer received software error detected alarm when the insulin pump turned on. Troubleshooting was performed but did not resolve the issue. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.